Event description:
The customer reported that the system exhibited repeated errors and locked up. A system reboot was required to attempt to regain functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the high voltage transformer tank and inverter and identified that these were required for replacement. The customer declined to have the service representative further repair the system. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.